Event description:
Ous MDR - after an implantation period of approximately 22 months shock impedance values < 25 ohm were reported. During the explantation procedure, a possible insulation breach on the lead was observed. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 29 cm distal to the is-1 connector pin and abrasion marks along the lead body. In particular, approx. 24 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. In this region the conductor cable to the shock coil was exposed as mentioned in the complaint description. These findings can be considered to be the root cause for the low shock impedance measurements. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with the generator can. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, the visual inspection revealed cuts in the insulation which occurred most likely during the extraction procedure. Blood penetrated the lead. The values of the parameters measured during the electrical and mechanical analysis of the lead proved to be within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.